Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the t2 of two (2) fastfix 360 would not stay anchored and fell off. T1 was removed using tweezers. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported devices were received for evaluation. A visual inspection revealed two devices were returned in original packaging with the batch number of the complaint on the label. Device one, he t1, t2, and suture were not returned. The actuator is stuck at the tip of the needle. The needle assembly is bent. Bio debris is present. Device two, the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation of device one showed the actuator will not cycle and remains stuck at the tip of the needle. Device two showed the actuator cycles, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.